Event description:
The facility found the wires going to the head side rails for the composer cable assembly were puled out, exposing bare wiring.

Manufacturer narrative:
The facilities maintenance replaced the cable assembly to repair the bed.